Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open at the proximal end. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The pipeline was like twisted, completely straight on 50% of the end. Multiple resheating attempts didn¿t change anything. Another pipeline was implanted. A second pipeline (450-16) did exactly the same thing at the same point. The physician decided to release it and it opened. The pipeline was positioned in a bend (middle). More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. The pipeline was removed from patient. The pipeline was resheathed and removed with the microcatheter. There were no patient symptoms or complications associated with this event.